Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
Device distributor reported on behalf of home care user that when removing the device from use, a portion of the cannula had broken off under the user's skin. The end user stated that the cannula came out from under their skin after one to two days without any need for medical intervention. No adverse effects to patient reported.